Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, the IV drips came through then when the cable was connected in the arm, the drips stop on one (1) device. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 21-feb-2025. Investigation summary: bd received 3 sets of unopened samples for investigation. The samples were evaluated visually and no abnormalities such as damages relating to insufficient flow were found. Also, a source of light was lit through the butterfly needles and luer adaptors and there was no clogging as the light was able to be observed through the needles and luer adaptors. A functional test was conducted by connecting each sample to bd single use holder and inserting bd blood tube, the water was able to be sampled without any problems. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and no defect was observed. No blockage was found as the light was able to be observed through the wing needles and luer adapters using the retained samples of 8 sets. Also, with the 8 sets, leakage test was conducted by connecting each sample to bd single use holder and no issues found as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of insufficient blood flow due to clogging. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, the IV drips came through then when the cable was connected in the arm, the drips stop on one (1) device. No patient impact reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.